Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Received one piece of drain. It is only the tubing portion, ~25 cm long. There is a small cut on the drain: manufacturer¿s production process includes 100% visual inspection of the drains. It is unlikely that the drain was supplied with this damage. The drain may be damaged during its use.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2018 and a drain was used. After they inserted the drain in the knee joint, it was found that there was a leakage of exudate, and there was a pinhole on the drain. They cut off the part of the drain where there was a pinhole, and after cleaning processing was performed, the reservoir was connected using an adapter. The operation time was extended within 30 minutes. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.